Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging that the pump basal history did not match active basal program. The reporter stated that the user¿s blood glucose (bg) readings were at or below 70 mg/dl; however, the reporter did not specify if the readings were below 40 mg/dl. There were no reported symptoms associated with hypoglycemia, nor was there a report of assistance by a third party, loss of consciousness, or seizure. The alleged bg excursion does not meet animas criteria for a serious injury and is therefore not reportable as an adverse event. This complaint is being reported because an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.

Manufacturer narrative:
Follow-up # 1: date of submission: 2/08/2017. Device evaluation: the device has been returned and evaluated by product analysis on 1/16/2017 with the following findings: a review of the pump histories did not find any errors, alarms, or warnings associated with the complaint. The pump history showed two replace cartridge alarms which were followed by resumed insulin delivery. The pump history also showed multiple manual time/date changes made in the pump. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with a 1.0 unit/hour basal rate with no issues occurring. At the end of the testing the basal history correctly showed 1.0 unit and the total daily dose (tdd) showed 24.0 units. The investigation was unable to duplicate the initial complaint.